Manufacturer narrative:
The surgeon did not wish to return the product; therefore, it will not be returned for an evaluation. A picture was sent of the fractured implant after removal. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Based on the information provided, the most likely root cause of the implant fracturing is due to the patient's condition. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent.

Event description:
It was reported a revision took place to remove a broken implant. It is noted the patient suffers from epilepsy and sustained trauma from a fall. A new patient matched implant was implanted on (B)(6) 2016. It is reported the revision surgery and implantation of the new implant went well.